Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and during the inspection found that the oxygen sensor was cracked. The cse replaced the oxygen sensor to correct the alleged malfunction. The ventilator passed extended self-testing. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december 2013.

Event description:
Covidien received info stating that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.